Event description:
The user facility reported that after a completed cycle an employee was unloading the sterilizer and smelt a "vinegar" smell and her eyes became irritated. The employee stepped outside the area for approximately 10 minutes and returned to work. No medical treatment was sought or administered and the employee is fine. No procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the unit and found the oil level to be low. While onsite the technician completed preventive maintenance, ran a test cycle and confirmed the unit to be operational.